Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging of inflammatory response, kidney disease/toxicity, liver disease/toxicity, lung disease, kidney damage, lung damage, respiratory failure and heart failure. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging of inflammatory response, kidney disease/toxicity, liver disease/toxicity, lung disease, kidney damage, lung damage, respiratory failure and heart failure. No other clinical information or medical interventions were reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Device evaluation has been completed, the following fields has been updated. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging of inflammatory response, kidney disease/toxicity, liver disease/toxicity, lung disease, kidney damage, lung damage, respiratory failure and heart failure. No other clinical information or medical interventions were reported. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. The third-party service center concludes that they couldn't confirm the customer's allegation. During evaluation secondary findings was observed. The device was corrected. There was no error code found. In box e: initial reporter details has been updated. In box h: evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.